Event description:
Reportedly, premature battery depletion occurred. The device was explanted and was returned for analysis. Preliminary analysis of the provided programmer files did not confirm the premature battery depletion. It showed a probable lead or lead connection issue.

Event description:
Reportedly, premature battery depletion occurred. The device was explanted and was returned for analysis. Preliminary analysis of the provided programmer files did not confirm the premature battery depletion. It showed a probable lead or lead connection issue.

Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, premature battery depletion occurred. The device was explanted and was returned for analysis. Preliminary analysis of the provided programmer files did not confirm the premature battery depletion. It showed a probable lead or lead connection issue.